Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. - removing foreign material was difficult for the user did not perform pre-cleaning immediately after procedure. - water flow was not enough at pre-cleaning and/or manual cleaning, which caused the foreign material difficult to remove.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on october 15, 2021, it was found that the auxiliary channel of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.